Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The report suggests a leak occurred during a lipid infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The reported issue that a leak occurred during a lipid infusion was confirmed. A visual inspection identified multiple vertical hairline cracks on the front of the accuslide component each measuring approximately 1cm in length. The set was subjected to functional testing; fluid was observed to be leaking from the cracks to the accuslide component. Pressure testing confirmed the customer's report as leakage was identified from the cracks. The root cause could not be identified.